Event description:
It was reported that the customer was experiencing high blood glucose levels of 288 mg/dl. The customer treated themself with insulin pens. The customer stated that the insulin pump was not exposed to direct sunlight or extreme temperatures. The customer stated that the insulin pump was stabilized at room temperature, but a black screen would not disappear. Advised that the insulin pump would be returned for analysis and that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Blank display anomaly noted due to broken b1 connector lifted/damaged on interface board. Missing d7 on interface board noted. Unable to perform displacement test, operating currents meas., off no power test, rewind test, basic occlusion test, occlusion test, prime/a33, and excessive no delivery test due to blank display. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.